Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including impedance calibration, defibrillation/pacer stress testing, bench handling, defibrillation cycling, and full functional testing without duplicating the report. Internal inspection found the lcd display cable slightly misaligned at the connector of the backlight inverter. The connection was realigned and secured as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.